Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a dissecting descending thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tgt3115/7595126, tgt3420/7894067, and tgt3720/7893451). Surgical replacement for abdominal aortic aneurysm and debranching of celiac, superior mesenteric, inferior mesenteric, and renal arteries were also performed. On (B)(6) 2010, at a follow-up study, the aneurysm diameter measured 54 mm. A proximal type I endoleak was identified. An additional gore® tag® thoracic endoprosthesis was implanted to treat the endoleak, as well as coil embolization of the left subclavian artery. The patient tolerated the procedure. No further information was available.

Manufacturer narrative:
Additional manufacturer narrative- (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.